Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Current it was reported that there is disease progression with aortic neck dilatation. The aortic neck is currently 29 mm in diameter. It was reported that a recent CT revealed that the stent graft has migrated distally 1 cm with a proximal type I endoleak. The physician elected to implant an endurant aortic cuff and the migration and endoleak were resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
(B)(4). Results: kink. Anatomy related; disease progression with aortic neck dilatation. Conclusion: anatomy related; disease progression with aortic neck dilatation.